Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted due to normal battery depletion. Previously, longer charge times in mid-life were noted, but they were still within the extended charge time parameters and elective replacement indicator (eri) specifications were discussed. The (B)(4) laboratory received this device back for routine analysis, and initial investigation revealed a possible product performance issue.

Manufacturer narrative:
Upon receipt at (B)(4) laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance. This device is included in the mid-life display of replacement indicators ((B)(6) 2007) advisory population. All therapy from the device remained available.